Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing performance and a decreased magnet strength after magnetic resonance imaging (MRI) performed at 3.0 tesla likely due to a demagnetization of the implant magnet. The instructions for use (IFU) for the concerned device clearly state that the concerned device is MRI conditional for scanner field strengths of 0.2 tesla, 1.0 tesla and 1.5 tesla. Therefore the performed MRI examination constitutes an abnormal use. Revision surgery is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2024 the recipient got 3.0tesla MRI test in a clinic after an injury without contacting med-el. After the MRI the recipient reported auditory benefit decreases, sometimes it is experienced as noisy. The recipient can wear the audio processor well and communicate with others, however, not as good as before, according to his parents' feedback. Revision surgery is considered, however, no final decision was made.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In may 2024, the recipient got 3.0tesla MRI test in a clinic after an injury without contacting med-el. After the MRI the recipient reported auditory benefit decreases, sometimes it is experienced as noisy. The recipient can wear the audio processor well and communicate with others, however, not as good as before, according to his parents' feedback. Revision surgery is considered, however, no final decision was made.